Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. It was reported that the user was experiencing pain and electric shocks on the insertion site. Per the case information, the insertion site was healed, however, the site was irritated and red. The hcp was made aware of the event and decided to have the sensor removed. The sensor was removed on (B)(6) 2024. A replacement for the sensor and the transmitter were approved for the user and an return material authorization (RMA) was issued for the return of the sensor ((B)(6)) and the transmitter ((B)(6)) for further investigation. The sensor was received on (B)(6) 2024. The transmitter was not received upon receipt, a visual inspection showed a portion of chemical component was missing over the sensor's optics and the back of the sensor. The sensor was also nonfunctional upon receipt due to potential damage to the internal electronic component. These damages were mostly likely caused by excessive force applied by the removal clamps during explant of the sensor and are unrelated to the complaint. By design, the sensor is passive and cannot create an electric current that could cause a shock. Even if it was in "active" mode, the current from the nfc field is in milli amperes, which is inadequate to give an electrical shock. There is a possibility of the transmitter causing minor electric shocks, similar to static shock, to the user because of leakage current from the device that causes charge build-up. This can particularly happen if the top/bottom enclosure seal fails due to a manufacturing defect or improper handling of the device. Since the transmitter was not returned, the actual root cause could not be determined. No further investigation was possible for this complaint. B4. Date of this report updated to 25 november 2024. G3 date received by the manufacturer? 15 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4116. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On july 5, 2024, senseonics was made aware of an incident where patient reported pain at the insertion site. In addition, the patient reporting feeling electric shocks. The patient started feeling these symptoms around (B)(6) 2024. According to the patient, there was irritation and redness at the insertion site. The patient decided to have the sensor removed. The sensor was removed on (B)(6) 2024.